Event description:
The physician attempted to deliver a resolute integrity rapid exchange drug eluting stent to the mid rca, which was reported to be highly calcified with 50% stenosis remaining following pre dilatation. The stent was to be implanted distal to a previously implanted other brand stent. The resolute integrity was unable to cross the lesion and upon removal it was noticed that the stent had dislodged from the balloon. The physician decided to leave the stent inside the patient. Patient is reported to be stable. Information provided indicates that force was used to deliver the device and that stent may have gotten hung up on the previously placed stent. No other clinical sequelae reported

Manufacturer narrative:
Evaluation results: force was used in an attempt to deliver the stent. Stent dislodgement is listed in the product IFU as an inherent risk of coronary stenting procedures. Highly calcified 50% stenosis most likely impacted on the dislodgement of the stent. Stent dislodgement may have been related to the presence of a previously deployed stent. Device not available for evaluation. Evaluation conclusion: highly calcified 50% stenosis, most likely impacted on the dislodgement of the stent. Stent dislodgement may have been related to the presence of a previously deployed stent. Force was used in an attempt to deliver the stent. (B)(4).